Event description:
A high reading issue was reported with the Abbott Diabetes Care (ADC) device. The customer received unspecified higher sensor scan results and it's unknown whether the customer noted a trend arrow on the device. The customer experienced a loss of consciousness and was provided sweets for treatment by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.